Event description:
Following cardiac catheterization, upon deploying the 6 french angio-seal closure device, the anchor of the device failed to deploy. Upon removal of the deployment sheath, the entire device was also removed. Direct pressure was applied with no complication to the patient and no signs of hematoma. Manual compression was applied for 15 minutes.